Manufacturer narrative:
On previously submitted report, section "component code grid (1)" in box h was incorrect. Section "component code grid (1)" in box h has been updated/corrected in this report.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery needs to be replaced to address the issue. No repairs performed. The unit will be performed.